Event description:
Immediate blanching at site/capillary refill was slow [pallor] sore on inside of lip in the mucosa [injection site pain] hematoma toward the middle of the lip [injection site haematoma] reticular markings on lip [injection site discolouration] case narrative: united states report received from a health care professional on 29-apr-2024 and refers to 34-year-old female patient who has received rha 3 on (B)(6) 2024 for unknown indication. The patient's past medical history included breast cancer (several years ago). The patient did not have the filler prior. Concomitant medication included tamoxifen taken as endocrine medication post breast cancer. The patient was not allergic to any drug or food. Volume 0.3 ml of rha 3 was applied into lips via needle technique with gauge size 30g. It was not reported if cannula was used for the administration. Lot#: (10)22461alo, expiration date: 14-nov-2025 on (B)(6) 2024, at the time of injecting, the hcp noticed immediate blanching at site followed by a hematoma toward the middle of the lip. The patient was treated with warm compress and aspirin (acetylsalicylic acid), when capillary refill was slow, treatment with hyaluronidase was started. The patient was treated with 2.5 vials of hylenex (hyaluronidase) on (same day). On (B)(6) 2024 (reported as yesterday), the patient was treated with another 9 vials of hylenex (hyaluronidase) flooding bilaterally and continued with heat, massage, and aspirin (acetylsalicylic acid). The capillary refill returned to normal and was good. On an unknown date in apr-2024, the injector noticed some reticular markings on lip and also a sore on inside of lip in the mucosa. On (B)(6) 2024, the patient started hyperbaric oxygen chamber. On the same day, the events of immediate blanching/capillary refill was slow and hematoma toward the middle of the lip resolved. At the time of this report, the outcome of the events sore on inside of lip in the mucosa and reticular markings on lip was resolving. The intensity of the events was not reported. The product was not available for return. Health effect - clinical code: e2331, pallor. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. No additional information was available at the time of this report. Case comment: a causal relationship between the rha3 and reported blanching with slow capillary refill is assessed as possible based the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. Receipt of follow-up information will result in reassessment. The company will continue monitoring the benefit-risk profile for the product.